Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error alarm. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump was not able to exit rewind. Drive support cap was normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test however a33 alarm during prime test at 4 lbs and motor error alarm during the basic occlusion test due to loose or protruded drive support disk. The motor was tested outside of the device and passed.